Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient was implanted with a total of three screws, 04.613.716 x 1 - 4.0mm ti cerv self-retain scr slf-drlg/fixed angle 16mm and 04.613.516 x 2 - 4.0mm ti cerv self-retain scr slf-drlg/variable angle 16mm lt. It is unknown which screw was the one that backed out.

Event description:
Patient was implanted with vectra plate and screw construct on (B)(6) 2012. Post-operative x-rays taken on an unknown date showed that the top screw had backed out. Patient did not present pain. No revision surgery has been planned at this time. This report is for the unknown screw that backed out. This is 2 of 2 reports for this event.